Event description:
It was reported that the vns patient passed away on (B)(6) 2010. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was malignant neoplasm of breast, unspecified (record axis 1), unspecified mental retardation (axis 2), infantile cerebral palsy (axis 3), unspecified, cardiac arrest (axis 4). There is no allegation or other information indicating that the death is related to vns.